Event description:
It was reported that the patient had an infection. Specific symptoms were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info become available.